Manufacturer narrative:
No rewind or beep anomaly noted. Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would go back to the rewind process after completing the fill tubing step; the device was stuck in the rewind complete/bolus delivery loop. The patient's blood glucose at the time of incident was 7.8 mmol/l. Troubleshooting was initiated for the prime and rewind issue. The caller held down the act button but no numbers appeared on the screen and no beeps were heard. The insulin pump was returned for analysis.